Event description:
The user facility reported that a nurse incurred a needle stick following a subcutaneous injection to a patient and before attempting to activate the safety sheath. Additional information that was provided by the user facility included the following: the nurse thought the needle assembly felt loose so he was "holding his finger near the tip of the needle to try and anchor the needle assembly into the syringe connection", the rn incurred a needle stick "due to his finger being in close proximity to the needle tip", and the reporter confirmed that prophylactic medication was initiated per the facility's protocol.

Manufacturer narrative:
The involved device was not returned for evaluation and the lot number is not known, which significantly limits the investigation. Retention samples from the past 12-months of production lots were examined and tested. No abnormalities or defects were noted on visual inspection and all samples passed physical testing. Although the cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instructions-for-use, with statements such as the following: "handle with care to avoid needlesticks", "keep hands behind the needle at all times during use and disposal", and "with an easy twisting motion, tighten the sheath/needle assembly onto the syringe." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).